Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the device has data that shows: cannot analyze - waveform with artifact. The customer asked why the message appeared. There is unknown patient or user involvement.

Manufacturer narrative:
.